Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Unable to place or position: the cause of unable to place or position was most likely patient condition related since the iliac was most likely small as it was unable to fit impella after multiple attempts.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting for high-risk pci (hrpci). During the procedure, multiple attempts were made to advance the impella through the iliac artery; however, the iliac vessel was unable to accommodate the device. After repeated unsuccessful attempts, the decision was made to abort the case. The reported events include a positioning issue, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was maintained without any known adverse events.